Manufacturer narrative:
Once additional information is available, this event will be updated.

Event description:
Boston scientific received information that the patient with this implantable right ventricular (rv) lead has deceased in 2009. It was reported that the patient had ventricular fibrillation (vf) and the associated competitor device did not recognize the arrhythmia. There were no stored episodes in the electrogram (egm) memory. The episode was detected with a twenty-four hour electrocardiogram (ECG). This rv lead was implanted in 1999. This rv lead was explanted and returned to the competitor facility, but has been forwarded to boston scientific laboratory. The associated right atrial (ra) lead is also a competitor product. Adverse patient effect was death.